Manufacturer narrative:
Additional information added to d10, g4, h3, h6, h10. The customer reported issue was confirmed. A review of the device history record for sn (B)(6), was performed from date of manufacture (B)(6) 2019, to the present date (B)(6) 2020, and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Event description:
It was reported that there was an issue with the keypad. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was an issue with the keypad. There was no patient involvement.